Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00189 to 3012447612-2020-00191.

Event description:
It was reported that during the procedure the threads of three closure top were damaged during the final torquing step. There was a greater than 30 minute delay while they were being replaced without reported patient harm. This is report one of three for this event.

Manufacturer narrative:
The returned closure top was evaluated. Visual inspection identified that the device showed signs of use but no obvious damage. A functional test was completed utilizing a closure top driver, pathfinder nxt screw, and sleeve. The closure top was able to connect with the driver as expected. The closure top was able to thread down the sleeve, the junction between the sleeve and the screw, and the screw threads without issue. The device malfunction was unconfirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event.

Event description:
It was reported that during the procedure the threads of three closure top were damaged during the final torquing step. There was a greater than 30 minute delay while they were being replaced without reported patient harm. This is report one of three for this event.